Event description:
As reported from the medical affairs, patient experienced coronary artery restenosis. The patient¿s medical history is significant for drug allergies - penicillin, streptomycin, lisinopril, flu shots, tetanus shot, hx smoking: second hand smoke, alcohol: 1 or 2 drinks per year, and chest pains. Patient had a cypher stent placed in the lad on (B)(6) 2003 due to a 95% blockage after presenting with chest pains. On an unspecified day, patient was diagnosed with a 75% blockage in the mlad and as treatment had an abbott xience stent placed in the mlad on (B)(6) 2008. Stent placement required an overnight admission to the hospital.

Manufacturer narrative:
As reported from the medical affairs, a (B)(6) female patient experienced type ii diabetes, extreme stomach cramps, heart burn, chest pain, diarrhea, feeling sick, coronary artery restenosis, breast cancer, knee injury, flu, pneumonia, feeling dopey, mucous, loosing voice and thinking problems. Medical history included drug allergies - penicillin, streptomycin, lisinopril, flu shots, tetanus shot, history of smoking, second hand smoke, alcohol 1 or 2 drinks per year and chest pain. The patient had a cypher stent placed in the lad on (B)(6) 2003 due to a 95% blockage after presenting with chest pains. The patient was diagnosed with type 2 diabetes in 2005 or 2006. As treatment, patient began taking metformin. Patient experienced extreme stomach cramps, heart burn, chest pains, diarrhea, and feeling horribly sick which she reported were side effects of the metformin. As treatment, metformin was discontinued, patient began januvia, and events resolved. Januvia was discontinued to avoid potential side effects and the patient began insulin, 10-20units daily. On an unspecified day, patient was diagnosed with a 75% blockage in the mlad and as treatment had an abbott xience stent placed in the mlad on (B)(6) 2008. Stent placement required an overnight admission to the hospital. On (B)(6) 2013, patient was diagnosed with breast cancer in her left breast. As treatment, patient had a mastectomy in her left breast and breast reconstruction in both breasts for which she was admitted to the hospital. Treatment also included hydrocodone acetaminophen 5/500mg following surgery which she used for a couple weeks until (B)(6) 2013. On (B)(6) 2013, patient experienced a car accident in which her knee was injured. Beginning (B)(6) 2013, consumer experienced the flu, which lasted for one week. On (B)(6) 2013, when the flu resolved, she felt worse and was diagnosed with pneumonia. Treatment included zpack and hydrocodone/chlorphen dr suspension bid, and pneumonia resolved. Beginning 2013, patient experienced feeling dopey that was treated with hydrocone/chlorphen dr suspension. Beginning 2013, patient experienced having mucous and losing voice off and on. Patient reported she can't think right now. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Concomitant medications included aspirin, hydrocodone, hydrocodone with acetaminophen, insulin, metformin and z-pak. The DHR is anticipated to be completed but hasn¿t been begun yet thus additional information will be submitted within 30 days of receipt.